Manufacturer narrative:
During service visit, the beckman coulter field service engineer (fse) verified reagent probe b valve-solenoid was clean. Reagent probe a valve-solenoid was rusted and replaced it. Fse removed cuvette wheel and noticed signs of cuvette overflow. Fse performed a cuvette wash and a cuvette center alignment. The cuvette readings were acceptable without errors. Upon running quality control, fse found fluid still dripping under reagent probe a. Fse replaced the hamilton a/b valve and that resolved the leak issue. Fse primed the instrument and observed no further leaks. Instrument resumed operation and quality control was acceptable. (B)(4).

Event description:
The customer in (B)(6) reported that their unicel dxc 600i synchron access clinical chemistry system generated blank absorbance error and cuvette not dry before first reagent dispense error while attempting to run quality control (qc). The instrument also leaked fluid under both reagent a and b probes. The leak was five milliliters (5 ml) of unknown fluid and contained to the instrument. The operator wore a lab coat and gloves at the time of the leak. No one needed medical attention. No erroneous results were generated.